Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported by a company representative that while attempting to unplug the usb serial data cable from the programming tablet, the usb plug came out. The tablet was received by the manufacturer where analysis is underway but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed on the returned tablet. During the analysis, it was verified that the usb port was damaged. Although the port was damaged, the pins in the usb port were not bent. As a result, the damaged usb port was able to be used during testing. No other anomalies were identified.